Event description:
Infection - vagina [vaginal infection]. Fever (vagina) [pyrexia]. Uncomfortable (itchiness) in my vagina [vulvovaginal discomfort]. (Uncomfortable) itchiness in my vagina [vulvovaginal pruritus]. A piece of tampon was removed my vagina [foreign body in reproductive tract]. A piece of tampon was removed my vagina, broke inside of me [device breakage]. Case narrative: consumer reported via email that the tampon broke inside of her. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.